Event description:
Event description guidant received information that during a device replacement procedure due to normal battery depletion, this 432-04 atrial lead had dislodged into the ventricle and this 430-10 right ventricular lead was unable to capture due to lead fracture. Both leads were surgically abandoned and replaced with new leads. No adverse patient effects were reported.